Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during insertion for a convective radiofrequency water vapor thermal therapy, error 241 continued to appear after disconnecting, connecting, looking for bubbles and kinks. The procedure was cancelled. The patient was under general anesthesia, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.